Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted to emergency room for low blood glucose. It was reported that the customer treated blood glucose based on the sugar level that dropped the blood glucose prior to the hospitalzation. Troubleshooting was not performed at the time of call.